Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Anchor information: brand name: evoke direct clamp active anchor kit. Model: 104464. Catalog: 1043. Lot/batch number: 9018598971. UDI: (B)(4). Expiration date: 17 january 2027.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and anchor site. The patient had been implanted for 10 weeks. A revision procedure was performed to reposition the cls and the strain relief loop of the leads to resolve the reported event.

Manufacturer narrative:
Additional information: section d - expiration date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke scs system remains implanted. The cause of the pain at the cls implant site and anchor site cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿